Manufacturer narrative:
Failure analysis noted that the pump had blank display after inserting the battery and after the pump counted from 1 to 7. The problem was isolated to the mother board. There was no vibration noted. They were unable to verify the external flash error alarm due to the blank display. The pump had scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 188mg/dl. The customer stated that the pump alarmed external flash error. The pump counted down before it went blank and vibrated after the battery was reinserted. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.